Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while riding a go-go 4 wheel scooter the rear wheels allegedly locked up and he allegedly fell off of the unit.